Manufacturer narrative:
(B)(4). The device history record for the lot number,m5201t502, involved in this complaint was reviewed and the material was produced according to the manufacturing procedures and met the quality requirements. One sample device was returned. The original packaging was not returned with the device. The tip of the adapter was detached away from the 3.5mm y-adapter. The bond on the y-adapter tip was intact, and there was evidence of bond between the body and tip of the y-adapter. After examining the appearance of the breakage it exhibited a jagged surface around the breaking point. The broken piece of the y-adapter was not returned with the sample. Halyard health has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the halyard health complaint database and identified as complaint (B)(4).

Event description:
A report was received from (B)(6) stating the y-adapter broke on one of the closed suction systems. The y-adapter was in use for 48 hours prior to the event. The incident was discovered immediately, when the ventilator alarm was triggered and was addressed. The patient was eventually released from the intensive care unit (ICU). No additional information was provided.